Event description:
It was stated that the customer was hospitalized for high blood glucose levels with a blood glucose reading of 1379 mg/dl. The nurse did not feel comfortable troubleshooting the insulin pump. The nurse stated that the customer was the only person that knew how the insulin pump worked. No troubleshooting was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.